Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was having ventricular arrhythmias. It was suspected that the bi-ventricular trigger feature was causing the arrhythmias. The bi-ventricular trigger feature was programmed to off. No further episodes were noted. There were no adverse patient effects reported.